Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain lower ("abdominal pain/severe pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (underwent surgery to remove her essure on (B)(6) 2012). On (B)(6) 2012, essure was removed. At the time of the report, the outcome of pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain lower, dyspareunia, alopecia and abdominal distension was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dyspareunia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including chronic pelvic pain. On (B)(6) 2012 the plaintiff underwent surgery to remove essure. Pain of varying intensity and length of time may occur and persist following essure placement. This case was classified as incident due to the reported intervention required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain lower ("abdominal pain/severe pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (underwent surgery to remove her essure on (B)(6) 2012). On (B)(6) 2012, essure was removed. At the time of the report, the outcome of pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain lower, dyspareunia, alopecia and abdominal distension was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dyspareunia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including chronic pelvic pain. On (B)(6) 2012 the plaintiff underwent surgery to remove essure. Pain of varying intensity and length of time may occur and persist following essure placement. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.